Event description:
A pulsar-18 t3 stent system was chosen for treatment of a mildly calcified lesion in a mildly tortuous sfa. After successful deployment of the stent the device was removed from the patient's body. Upon removal it was detected that the inner shaft remained on the guide wire and was separated from the system. Lot number and size unavailable.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be identified.